Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2010 the patient underwent anterior l5-s1 complete discectomy and decompression with interbody fusion with peek cage placement and rhbmp-2 bone morphogenic protein and anterior l5-s1 plating. Preoperative diagnosis: degenerative disc disease and stenosis and decompression with discogenic low back pain and lower extremity neurogenic claudication/radiculitis. Perop notes: his abdominal and pelvic area was prepped and draped in the usual sterile fashion. Rasps were used to prepare the endplate to bleeding cortical endplate bone. Sizer spacers were used. Felt the appropriate size was a large 12mm diameter 8 degree lordotic curved cage. This was then filled with 3 rhbmp-2 soaked sponges and tamped into place with excellent fixation. Anterior plate was measured for a 4 hole anterior plate was placed with the screws in a compression mode in the usual fashion. Excellent fixation of all 4 screws and good fitting of the plate prior to placement of the graft. The wound was copiously irrigated with antibiotic solution.

Event description:
It was reported that on (B)(6) 2010 the patient presented with degenerative disk disease and stenosis at the l5-s1 level with diskogen ic low back pain and lower extremity neurogenic claudication/radiculitis. The patient underwent alif l5-s1 with peek cage, rhbmp-2/acs and anterior plating. Bmp was placed within the interbody device. There were no noted complications. It was reported that the patient sustained unspecified injuries.